Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging that his one touch ultra 2 meter did not power on. A medical affairs specialist (mas) sent follow up questions; however, the patient refused to answer any additional questions. Since four months earlier, the patient was unable to test her blood glucose using the one touch ultra 2 meter. The patient mentioned that the meter would not power on using the test strip or by pressing the power button. She replaced the batteries; however, issue was not resolved. At an unspecified time and date after the meter stopped working, the patient developed symptoms of feeling sick, sweaty and light-headed. There is no information on how long symptoms lasted or where the patient treated herself or sought medical treatment. There is also no information on the patient's diabetes regimen. She visited her physician at an unspecified time and date due to the meter not working, and she was given a glucomen meter. When she started to use that meter, she had been obtaining results anywhere between 13-17 mmoi/l. During the visit with the physician, the patient's diabetes regimen was changed. She claims that her readings are currently under control and she feels fine. A quality control test was not done since the patient did not have her test strips or control solution. The meter is not a new product (out of box). The battery contacts were in good condition. Customer care advocate (cca) sent the patient replacement products. The complaint is being reported because the patient alleged she was unable to test due to the power issue of the meter and developed symptoms of low blood glucose.